Manufacturer narrative:
Films summary review: the exact cause of the bifurcate inadvertently covering the left renal artery, leading to the elevated creatinine, could not be determined from the pre-implant films provided. Films during implant and post-implant CT¿s were not available for review, and the reported event could not be assessed. The lowest renal artery was on the left side. The proximal neck diameter ranged from 29 ¿ 27 mm along the 23mm length, was moderately angulated to 40deg a-p, contained irregular thrombus, with significant calcification observed at the bottom of the neck. Other than possible the potential contribution due to the thrombus and calcification, analysis of the returned films did not reveal any characteristics that could explain the reported event. This was most likely user related. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. There was a pre-operative aneurysm rupture. It was reported that during the index procedure, the physician inadvertently implanted the endurant stent graft higher then intended and covered the left renal artery. After multiple attempts, they were unable to cannulate and re-perfuse the left renal artery. The patient¿s creatinine level rose to 1.8. Per the physician, the cause of the event was related to their error. No additional clinical sequelae were reported and the patient will be monitored by their physician.